Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced loss of glucose readings on the ilet when the connected dexcom g7 continuous glucose monitor (cgm) exhibited intermittent signal loss, after which readings resumed and the user was informed that the pump had a signal loss event; troubleshooting and education were completed. No adverse clinical symptoms reported. Outcomes included no clinical impact reported. User support included user interview and troubleshooting education focused on cgm-to-pump communication. Investigation of this case revealed a transient communication loss between the dexcom g7 sensor and the pump, consistent with a sensor signal interruption, with no device hardware component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient communication interference.